Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states that the left crossbrace broke where the screw is in the middle of the crossbrace.